Event description:
It was reported that, after a left engage cementless primary surgery, performed on (B)(6) 2023, the patient experienced agonizing pain and their implant felt loose. An MRI revealed the implant was loose on the femur and tibia, they also experienced chronic bleeding and damage to the kneecap, as it was in pieces. To treat this event a revision surgery was performed on (B)(6) 2023 to remove the implants. Patient's current health status is unknown. Further complications were not reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. A review of the instructions for use documents for engage partial knee system revealed that early or late loosening has been identified in adverse effects and complications. At this time, we have no evidence to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, lack of ingrowth, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated.